Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported customer's insulin pump is alarming. Customer's blood glucose was 232 mg/dl. Customer stated the device was bumped due to a loose belt clip. The drive support cap is protruded. The possible cause of the alarm is that the force sensor did not detect the reservoir during seating. Customer was advised the device needs to be replaced, and to discontinue use and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.